Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported unused product was returned. Return product was evaluated and tested on 07/16/2014 and 07/17/2014. One unused tracheostomy plain tubes i.e 8.0mm, fitted with neck strap assembly. The products were received in a pouch enclosed in an envelope with label as # (B)(4). The products from work order# (B)(4) were found to be sterilized. The tubes appeared to have straightened when removed from the plastic bag and examined. Dimensional of the returned products were performed to confirm the angle of tubes based on our internal drawing. The angle of the tubes was found not within the established specification of (B)(4). Review of the assembly record did reveal that (B)(4) of bending rejected was detected during inspection process and the defective parts were rejected and discarded. Review of the risk assessment file does cover potential cause and it's controlled. Review of the complaint trend within year 2009 to ytd 2014, there is no significant negative trend was observed. An analysis on the returned sample provided was measured and did not perform to our requirement based on the evaluation where the curvature of the tube was found not within specification. However, this complaint within specification. However, this complaint issue was communicated to our manufacturing personnel and a corrective action is being assessed and documented in our CAPA system. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported patient was uncomfortable after inserting the tracheostomy tube. The medical staff removed the product and then found that the tubal angle of the product was so straight. The patient's condition was improved after the medical staff replaced another good one. There are two complaint samples with the same defect.